Event description:
This lead was implanted on (B)(6) 2013 and was explanted on the same date due to an unknown reason. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).